Manufacturer narrative:
Contrary to the reported event, the smoke observed by user facility personnel from the wall controller is actually vaporized contents of the electrolyte used in the capacitors located on the power control board in the wall control. A steris service technician arrived onsite to inspect the surgical light and wall controller subject of the reported event. During discussion with facility personnel, the technician determined that one of the wall controller fuses overheated. As designed, when a capacitor fails due to overheating caused by excess current, the pressure relief vent at the top of the capacitor opens to allow the capacitor to exhaust, emitting a plume of vapor which lasts a short time and stops. The vapor is not harmful. The technician replaced the power supply, tested the lighting system, and found it to be operational. No additional issues have been reported.

Event description:
The user facility reported the wall controller to their harmony led surgical lighting system was emitting smoke during a patient procedure. Report of procedure delay; however, no injuries were associated with the reported event. The procedure was completed successfully.